Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead triggered an automatic safety switch from bipolar to unipolar due to a rv pace impedance measurement that was high, out of range. A one year trend graph of rv pace impedance showed signs of spring contact behavior. Reprogramming device to unipolar pace/bipolar sense as the patient paces very little in rv. The pacemaker and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead triggered an automatic safety switch from bipolar to unipolar due to a rv pace impedance measurement that was high, out of range. A one year trend graph of rv pace impedance showed signs of spring contact behavior. Reprogramming device to unipolar pace/bipolar sense as the patient paces very little in rv. The pacemaker and the rv lead remain in service. No adverse patient effects were reported.